Event description:
This report is being filed after the subsequent review of the following journal article: takigami, I., et. Al., (2011), acetabular perforation after medial migration of the helical blade through the femoral head after treatment of an unstable trochanteric fracture with proximal femoral nail antirotation (pfna): a case report, journal of orthopaedic trauma, 25, e86-e89. Trochanteric fractures sustained in the elderly are the common result of low-energy falls. The treatment of trochanteric fracture with an intramedullary device in the elderly population reduces morbidity and mortality by permitting early mobilization and reduces the likelihood of prolonged bed rest. The proximal femoral nail antirotation (pfna) by synthes was used in a patient in this single case study. The patient, a 79 year old woman, presented at the hospital with severe hip pain after sustaining a fall. An extra small proximal femoral nail was used for the patient. The author reported no complications postoperative. A routine radiologic examination after eight weeks showed rotational displacement of the fracture however, a reoperation was not performed because the patient did not exhibit any pain. Three months postoperative, the patient presented with severe pain without trauma. A radiograph showed the perforation of the helical blade into the acetabulum through the femoral head. The nail was removed and a noncemented total hip arthroplasty was performed. The femoral head was retrieved and indicated that this situation had not been the result of a cutout, but the result of the perforation of the blade. The author reported that perforation of the helical blade through the femoral head is a rare complication of the proximal femoral nail antirotation. The author concluded that there were several studies that have demonstrated a good outcome with flew complications after treatment with the proximal femoral nail antirotation. There is not sufficient information to file multiple reports. Migration of device requiring a revision.

Manufacturer narrative:
Device used for treatment not for diagnosis. Takigami, I., et. Al., (2011), acetabular perforation after medial migration of the helical blade through the femoral head after treatment of an unstable trochanteric fracture with proximal femoral nail antirotation (pfna): a case report, journal of orthopaedic trauma, 25, e86-e89. This report is for an unknown proximal femoral nail antirotation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.